Event description:
Customer reports meter results of 625mg/dl while using the advantage system. Meter results are out of range as device range display is 10-600 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.